Event description:
It was reported that, "after the catheter inserted, the balloon cannot inflate completely, change the new catheter". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).